Event description:
Customer reported having a low blood glucose. There was no unexpected suspend. The pump suspended due to the low. No treatment for the low was mentioned. Helpline said to continue sensing for the sensor and to call back if issue recurred. Troubleshooting was done for the sensor issue and not for the low. Pump was used within 48 hours of the low. Smartguard was likely not used since the pump was suspended. Products are not returning.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cal error/ calibration not accepted, unexpected suspend [low sg]. The customer reported hypoglycemia which did not require treatment. Troubleshooting was performed. The event involved product(s) unk_sensor. Customer reports receiving a "calibration not accepted" alert. Customer entered a new bg to calibrate but calibration was not accepted. Customer did not receive a "change sensor" alert. Explained to wait before attempting to calibrate again after getting a calibration not accepted message. No further patient complications were reported. No product return is required for unk_sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.